Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 0002916596-2014-01487. The device returned for analysis. The complaint investigation determined the reported difficulty was the result of a design related wear issue. After review of this event and similar incidents, abbott has decided to initiate a voluntary field action for centrimag. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis.

Event description:
The patient was implanted with an extracorporeal mechanical circulatory support device. It was reported that the blood pump stopped while in the motor. The motor was replaced with a backup motor. No harm to the patient was reported during this event.

Manufacturer narrative:
Section g1, g2: correction.